Event description:
18 gauge, 10 cm biopince needle appears to have malfunctioned. Needle passed on 3 attempts without tissue sample. Passed on 4th attempt with another biopince obtained normal adequate tissue sample.